Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (sn (B)(4), sn (B)(4), sn (B)(4) will not power on the autopulse platform. The status leds on the batteries show 4 green lights. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
A preliminary investigation was performed for autopulse li-ion battery (sn (B)(4) at the zoll germany service depot. No physical damage was observed during the visual inspection, and the status leds of the battery showed four solid green lights. The preliminary investigation confirmed the reported complaint that "the fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform". The returned battery was tested in a known-good autopulse platform, and the reported complaint was duplicated. A further investigation of the battery will be performed at zoll san jose to determine the root cause of the reported complaint. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
The customer-reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.